Event description:
Complainant alleged that during the incoming inspection of the device, the unit would not power up. The complainant indicated that there was no patient involvement in the reported malfunction.